Event description:
Per the clinic, the patient experienced a skin flap breakdown at the implant site, exposing the receiver-stimulator. The device was subsequently explanted (date not reported) and re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It was also reported that the patient experienced an infection at the incision site and was treated with oral antibiotics (specific date and duration not reported).